Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when thunderbeat was used in the procedure, the tissue pad peeled off and was damaged. The product was replaced with another product of the same type, and the procedure was completed. No falling off inside the body of the tissue pad. No serious injury/no adverse patient effects and there was no delay in the procedure.